Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with elevated blood glucose (bg) levels (254 mg/dl). Customer administering a food bolus, which brought bg levels back down to 104mg/dl. The customer declined to troubleshoot as they believed that the bgs elevated due to an ear infection. Customer has since changed out supplies and has not had any problems since then. Recommendation was made that customer consult with their healthcare provider.